Event description:
It was reported that there were high thresholds and a lead dislodgement. During the lead revision procedure, the physician noted it was not possible to pass the stylet or guidewire through the lumen. The lead was, therefore, removed in peices and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.